Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2. Corrected fields - b5, h11. A getinge field service engineer (fse) could not duplicate monitor unable to power up replaced suspect lcd assembly (d160-00-0113) as a precautionary measure, performed passing full functional checkout and returned unit to service . The failure analysis and testing dept. Received part number 0160-00-0113 with a reported unit failure of the lcd. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) lcd failed to power up. Patient not involved and no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lcd failed to power up. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate monitor unable to power up replaced suspect lcd assembly as a precautionary measure, performed passing full functional checkout and returned unit to service.